Manufacturer narrative:
Device eval summary: device eval of electrode belt (B)(4) has been completed. The reported problem (damaged cable) has been confirmed. The strain relief, of the trunk cable section, was cut exposing wires. The root cause for the cut trunk cable strain relief was not positively identified but was likely due to a sharp object. Also, upon eval, the distribution node was found to have contamination and corrosion of all cables. The cause of the corrosion is likely moisture getting into the area of the distribution node where the wire was pulled. No adverse event resulted from the damaged cable. The pt received a replacement electrode belt.

Event description:
A (B)(6) male pt's wife contacted zoll lifecor customer support service to report that a wire came out of the vibration box. The pt was provided with a replacement electrode belt.